Event description:
It was reported to philips that the system failed to emit x-rays. The patient was moved to another room to complete the procedure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was performed when the issue happened, and procedure was completed by moving the patient to another system. A philips field service engineer (fse) inspected the system onsite and confirmed that x-ray functions stopped working. After reviewing log file fse found faulty internal power supply (ips) within the generator. Upon troubleshoot fse found that the internal power supply (ips) in the generator cabinet was not producing due to a failure of the 24vdc power supply within the ips. To resolve the issue, another pr fse replaced ips (internal power supply). After replacing the ips, system was returned to use in good working order. The codes were updated based on the investigation outcome.